Manufacturer narrative:
(B)(4). Batch # p93z05. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that prior to use in an unknown procedure the exterior carton was opened and the plastic tray containing the device was broken along the side. There was no visible damage to the exterior carton. A like device was used to complete the procedure. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # p93z05. Investigation summary: the sample was returned and upon receiving, it was noticed that only the device was returned. When sterile barrier breaches occur, it is preferred to return the complete sterile barrier system to be reviewed. The sterile barrier tray was not returned. A determination could not be made regarding the sterile barrier seal or the sterile barrier tray as that information was not provided. The batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch.